Event description:
Complaint received as follows: the patient with the cystostomy received the foley catheterization. The medical staff felt the resistance after injecting 3-5 c.c. Of the water but failed to remove the foley catheter owning to the non-deflation. Cutting off the shaft still failed to remove the foley. Later on, the foley automatically slipped off right before the patient was sent to the operating room for a surgical procedure. Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. See scanned page.

Manufacturer narrative:
An analysis on the returned sample showed that it met specification. Product was fully functional when tested. No sign of non deflection was detected. Since the lower catheter shaft was not returned, further investigation in determining or confirming the root cause of non deflation could not be carried out. However, in most cases of such complaint on non deflation during use could probably been due to either of the following factors: mechanical obstruction of the inflation lumen due to crushing, clamping or prolonged kinking of the port leading to the balloon. Crystallization of inappropriate fluids filing the balloon such as normal saline other electrolyte solution. Defective catheter valve. Extrinsic compression from iodine radium seeds implants. Obstruction of the inflation channel by debris. Manufacturing defect such as blocked at the "y" junction derived from the threading process, small inflation hole or collapsed inflation lumen caused by uneven wall thickness. Deflation technique like: improper syringe insertion technique. Syringe barrel not adequately / securely inserted into the valve orifice, thus restricts/prevent deflation. "Force" instead of "natural drainage". Syringe plunger is user to aspirate / withdraw the water from the balloon which causes the inflation funnel to collapse thus, restricts/prevent deflation. Under normal circumstances, the water is supposed to drain freely via an empty syringe barrel and not with the plunger fitted. Only the residual fluid removed via aspiration if it cannot be drained completely via the syringe barrel. Reported to the FDA on (B)(4) 2013. Note: date of event is unk, used date convatec became aware.